Manufacturer narrative:
Corrected data: an event regarding revision after a patient fell involving a triathlon insert was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient fell several months ago straining her mcl. Patient was revised to an 11 mm ts insert after taking out the 9mm ps size 3 component.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient fell several months ago straining her mcl. Patient was revised to an 11 mm ts insert after taking out the 9mm ps size 3 component.